Event description:
The lay user/pt contacted lifescan alleging that his new one touch ultralink meter was not displaying his before and after meal averages, which was unresolved with troubleshooting. There were no allegations of harm or injury.